Event description:
Spontaneous call from patient. Patient reporting site infection. She had a peripherally inserted central catheter line placed on friday (B)(6) 2022. She feels that sterility was an issue during placement. She stated when she went to change the dressing and biodisk there was a lot of pus around the site. Patient advised she is currently at the ER waiting for treatment. She does not have a fever currently. No further information available. Reported to (B)(6) by pt/caregiver.